Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the recto sigmoid during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed, but it would not separate from the catheter after maneuvering the handle. It was noted that the catheter was cut at the handle. The scope was removed and was reinserted, and the clip was teased off the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of the clip failed to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11 (correction): b5 (describe event or problem) and h6 (device codes).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the recto sigmoid during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed, but it would not separate from the catheter after maneuvering the handle. It was noted that the catheter was cut at the handle. The scope was removed and was reinserted, and the clip was teased off the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally, during attempted deployment, it was reported that there was abnormally high resistance felt before the handle spool reached the end.